Event description:
This supplemental report is being submitted to provide correction and additional information from the customer. Updated fields: a2, a4, b5, b7, d8, d9, f9, f10. Additional information received from customer that the patient was stable before and after the procedure. Propofol was used for anesthesia. There were no complications and the patient was discharged. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported that during a diagnostic upper endoscopy procedure, the ultrasonic gastrovideoscope could not get an ultrasound image, "it was just dark." This caused the procedure to be prolonged for greater than or equal to 30 minutes while patient under sedation. The procedure was completed with a back-up device. There were no reports of patient or user harm.